Event description:
The patient reported that their device site has been very sore with redness on one part of the incision since implant. The patient also reported lack of energy, feeling very dizzy with exertion, eating more and varying blood pressure measurement post device implant. Follow up could not provide additional information. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.